Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, arrhythmias/conduction system injuries (defects) are potential adverse events associated with the tavr procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. However, in addition to the procedure itself, the patient's underlying heart disease may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following valve implantation, the patient developed a mobitz ii heart block. The patient was being paced intermittently with the transvenous pacemaker. After sheath removal, the apical closure was performed with a moderate amount of difficulty. Multiple pledgeted sutures were required but the apex was eventually closed. The patient remained stable throughout. A permanent pacemaker was implanted before the patient left the procedure room. The patient was then transferred to the intensive care unit (ICU) in stable condition. The patient was in normal sinus rhythm at baseline. The 26mm sapien valve was implanted 50:50 within the severely calcified native aortic valve.